Event description:
Customer reportedly obtained results of 252 mg/dl and 98 mg/dl on the compact plus system within 10 minutes. Customer took normal 10 mg/dl of byetta. No adverse event reported. Requested return of suspect system and replacement was sent.